Manufacturer narrative:
Philips received a complaint on the tempus pro indicating that the user received error message that prevented him from calibrating the co2 successfully. Device was not in clinical use. Remote support was provided, finding that the error appears during the calibration of the co2. No physical damage observed. The device was returned to philips for bench repair. The bench engineer confirmed the issue. Capnometer module has been replaced to resolve the issue. The unit was returned to the customer site. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that during co2 calibration, error message auto zero fail. A final report will be submitted once the investigation is complete.